Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead safety switch (lss) was declared for this pacemaker system due to out of range right ventricular (rv) lead pacing impedance measurements. One episode of noise was noted. The patient's rv lead was a non-boston scientific product. Boston scientific technical services (ts) provided troubleshooting options. This pacemaker system remains in service. No adverse patient effects were reported.